Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 93 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called regarding results that he is getting from his meter. Customer has not had any changes to his diet or exercise routine.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 93 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called regarding results that he is getting from his meter. Customer has not had any changes to his diet or exercise routine.